Event description:
It was reported that the patient presented in-patient post-implant procedure. Upon review, the leadless pacemaker exhibited high capture threshold and low pacing impedance. The device was explanted and replaced. The patient was stable.